Event description:
It was reported via repair work order that the bed had lost all motor functions except for gatch due to a dislodged wire connector on the CPR reset micro switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.